Manufacturer narrative:
Reported event: the reported device was confirmed to be a 201148 usb converter- polaris spectra camera on 200294 stand assy, camera and surgeon lcd s/n (B)(4). Device evaluation and results: the device was inspected per (B)(4) and the 201148 usb converter- polaris spectra camera was replaced. Device history review: not performed as the usb converter- polaris spectra camera is an OEM product. Complaint history review: based on the device identification the catsweb and trackwise complaint databases were reviewed for similar complaints on 201148 usb converter- polaris spectra camera on 200294 stand assy, camera and surgeon lcd s/n (B)(4) and no other complaint was found. Tracking of complaints related to the 201148 part number will be tracked through (B)(4). Conclusions: the reported event of a connection failure between the ndi camera (B)(4) and the guidance module was confirmed. The inspection led to the replacement of the 201148 usb converter- polaris spectra camera. Due to its age, the 200590 ndi camera was also replaced. Corrective action/preventive action: no further action is required; the defective components have been replaced and there is also no indication to suggest this was an unanticipated hazard.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, there was an issue with the camera. The makoplasty specialist performed troubleshooting activities but the issue could not be resolved and he case was converted to manual. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, there was an issue with the camera. The makoplasty specialist performed troubleshooting activities but the issue could not be resolved and he case was converted to manual. The outcome of the case was successful.